Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure (batch no. 646512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intra-uterine contraceptive device insertion. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (history of laparoscopy with total hysterectomy -tlh/bs/eoe/removal essure/cysto). Essure was removed on (B)(6) 2021. At the time of the report, the dyspareunia, heavy menstrual bleeding, psychological trauma, fatigue, alopecia, headache and migraine outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine and psychological trauma to be related to essure. The reporter commented: discrepancy noted for lab data : plaintiff did undergo confirmation test discrepancy noted : essure insertion date is (B)(6) 2009. Trailing coils left (6) and right (5). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure devices are satisfactorily positioned. There is bilateral fallopian tube occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test-(unspecified) result : unknown. Lot number: 646512 manufacture date:2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2021: mr received: case become incident, device removed, previously reported event dyspareunia become incident, consumer race was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.